Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured and was oversensing, had high and undefined impedance and no capture. It was further reported that the lead helix was unable to be retracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.